Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: information was received from patient (pt) regarding an external device. The reason for call was patient stated that their controller does not let then change the intensity settings. Patient said that this has been going on for a while about 2-3 months. Patient said that they wanted to change the intensity today which they don't do very often. Patient was getting settings not available cannot provide your desired intensity settings message. Patient can switch groups but cannot change the intensity. Agent redirected patient to hcp to further address the concern. (B)(6) 2025: additional information was received from the patient. They reported that the remote wouldn't turn on at all, even when plugged in. The manufacturer representative (rep) told them to try taking the battery out of the back and putting back in. That helped ht remote turn on but then the setting error appeared. Patient doesn't change the settings very often so it wasn't an issue until recently when they needed to change the settings. Patient said there is nothing that can be done. The rep said it appears several of the leads are either disconnected from the generator or broken in their forehead. They are showing a red x on the rep's system. Rep reset the green ones to a comfortable level, but they only have the ability to turn it down, not up. Issue is not resolved. Is the stimulator is not covering the pain, they will need to have surgery to check whether the leads are just disconnected from the generator or whether the leads are broken in their forehead.